Event description:
A surgeon reported a pt with an over correction following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the surgeon did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info was requested (B)(4) 2012 by fax, phone and mail. A completed questionnaire has not been rec'd. (B)(4).